Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the system fan was noisy. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Power supply was intermittently noisy, a speed button on printer keypad worked intermittently, and the latch tabs on the power cord bay were broken. (B)(4).

Event description:
It was reported the programmer had rattling noise when on. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.